Manufacturer narrative:
Correction: h6 (device and result) code, g1 manufacturing site for devices. The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the described hardware failure can definitely be confirmed for the tibial component, as it is loosened and subsided anteriorly. There is some radiolucence and a clear dislocation visible. The talar component does not show signs of loosening or migration. With the given information the underlying cause cannot be assessed. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to hardware failure and subsequent loosening and subsidence of the tibial component.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to hardware failure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.